Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75x16mm promus element ¿ drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with ¿stent stenosis in 1-(14) distal lad¿ and was hospitalized on the same day. Medication was given with regard to this event. The next day, the event was considered to be recovered or resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the mid left anterior descending (lad) artery and not in the distal lad as previously reported. In (B)(6) 2015, the patient also underwent coronary angiography.

Manufacturer narrative:
(B)(6) 2015. (B)(4).

Event description:
It was further reported that the target lesion was located in the mid left anterior descending (lad) artery and not in the distal lad as previously reported. In (B)(6) 2015, the patient also underwent coronary angiography.